Event description:
It was reported that the device was found to be in safety mode upon interrogation. Subsequently, the patient underwent a revision procedure, and the device was explanted and replaced. It was also noted the old device had high impedance, and an additional lead was implanted in response. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Visual examination of the device header and case noted no anomalies. The device case was opened and visual inspection revealed no irregularities. When connected to an external power source, the device passed all tests and operated normally. Detailed analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that the device was found to be in safety mode upon interrogation. Subsequently, the patient underwent a revision procedure, and the device was explanted and replaced. It was also noted the old device had high impedance, and an additional lead was implanted in response. No additional adverse patient effects were reported.